Event description:
The user facility reported that the housing broke off the handpiece during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no delay, no adverse consequences, and no medical intervention.